Event description:
The customer reported that the side-firing fiber was observed to have commenced forward firing at 32,367 joules during prostate treatment. No pt or end user injuries were reported. The procedure was continued with a second fiber (reference MFR report number 2937094-2012-00140). The procedure was completed with a third fiber.